Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 26 mg/dl at the time of the incident. The customer was at 257 mg/dl at the time of the call. The customer was given intravenous dextrose to treat. The customer experienced symptoms such as being unresponsive. The customer was wearing the insulin pump during the incident and was using pump auto mode. The customer stated the pump display was partially solid grey. Troubleshooting was not completed. The insulin pump will be returned for analysis. Customer also mentioned that reservoir was dripping insulin. After battery installation the pump gave an unexpected solid white / blank display with unexpected horizontal lines on display due to cracked / broken traces on the lcd glass between the lcd controller and the lcd image area.